Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with pelviscopy with endocoagulation of right sided endometriosis, right salpingo-oophorectomy and hysteroscopy with d & c of the uterus.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat chronic pelvic pain, mainly right-sided, menorrhagia, and stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems (pudendal neuralgia, obturator nerve damage), and vaginal scarring. It was reported that the patient underwent laparoscopic supracervical hysterectomy due to symptomatic endometriosis on (B)(6) 2011. It was reported that the patient underwent sling revision, removal of vaginal mesh, urethral lysis, and anterior colporrhaphy due to vaginal pain, pain with intercourse, and foreign material in vagina on (B)(6) 2013. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 01/19/2017.